Manufacturer narrative:
As per the information available, this record will be deemed to be not reportable. It was determined that there is no death or serious injury resulting from this event. There is no reportable error in this record as per the cf task update. This record was a part of pm. This record documents a pm service request and does not allege a device failure; therefore, it will be closed as a nac.

Manufacturer narrative:
A (B)(6) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in battery does not hold charge. There was no patient involvement.